Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/17/2024.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patients concerns with the product. Healthcare professional later reported hole, non-specific. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patients concerns with the product. Healthcare professional later reported hole, non-specific. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture/ anxiety - product/ procedure was received on (B)(6) 2024. With lot 1368689. Based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp assessed as fold flaw opening. And missing piece of shell assessed as inconclusive. Anxiety - product/ procedure: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patients concerns with the product. Healthcare professional later reported hole, non-specific. Device has been explanted.